Event description:
Spontaneous inbound call from patient's home health nurse (B)(6), to advise that pump malfunctioned during infusion and not all of the medication was infused. Patient needs a new pump and a 20 gram vial of medication to complete infusion. Lot and expiration information was not provided. It is unknown if the patient experienced any adverse events. No other information, details, or dates were provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.